Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter:   it was reported by the consumer the needle does not retract the IV cath. The needle does not retract. They are both 20g and 22g IV catheters.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte autoguard the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter:   it was reported by the consumer the needle does not retract the IV cath. The needle does not retract. They are both 20g and 22g IV catheters.